Event description:
The surgeon attempted to register the device at start of the surgery. Registration failed on several attempts. A new device was obtained and registration was successful. There was no harm to the patient.what was the original intended procedure?fusion guided bilateral endoscopic sinus surgery.device #1is this a laboratory device or laboratory test?no.